Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was dropped in the pool for thirty seconds, it was taken out and allowed to dry for 30 minutes and the buttons were unresponsive. The patient denied any problems with the keypad buttons prior to this incident. The patient claimed that there was no prior damage or trauma to the pump. It was stated by the patient that while the pump was being inspected a hairline crack was discovered in the cartridge compartment. The patient reportedly wore the pump in a pocket or on a clip and did not clean the pump. There is no adverse event associated with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.